Event description:
The customer's doctor reported that the insulin pump had a motor error alarm and lost all of its data. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 318 mg/dl. The customer's doctor was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery and occlusion test due to motor error alarm. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and reservoir tube cracked.